Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of dislodgement and premature separation were not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly.

Event description:
New information received revealed the ventricular leadless pacemaker (lp) had prematurely separated from the catheter in the ventricle immediately following the dislodged from the myocardium. The lp then free floated into the atrium where it was successfully retrieved.

Event description:
Related manufacturer reference number: 2017865-2023-24723. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the lp was shifted in to tether mode to release, and it did not successfully release. Trouble shooting was attempted without success, and the lp then dislodged from the myocardium. The device prematurely released from the delivery catheter in the right atrium and a retrieval catheter successfully removed the lp without issue. A new lp was implanted, and the patient was stable.